Event description:
During a pta procedure, the product (slalom thrill, 439-5040t) was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator, however, the balloon ruptured at 6 atmospheres. Therefore, it was withdrawn out of the pt's body, and another balloon catheter was used for the procedure, which was successfully completed. The vessel had moderate calcification, moderate tortuousity and 99% stenosis. The product was prepared and clinically used as per the IFU without any adverse consequences to the pt (male, age: unk). The product will not be returned for analysis.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to a stent anastomosis, the balloon was reported to have ruptured. The vessel was described as having moderate calcification, moderate tortuousity and a 99% stenosis. The product was advanced through the sheath introducer over the guidewire and to the lesion where the balloon was inflated using an indeflator. However, the balloon ruptured at six atmospheres. Therefore, it was withdrawn from the pt's body, and another balloon catheter was used to successflly complete the procedure. There was no reported pt injury. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have had an impact on this event. The product was not returned for analysis. A DHR review was performed and showed that this lot of products (r0305606) met all requirements per the applicable mqp. The device is considered to be similar to the pta balloon catheters sold in the united states.